Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) pathology associates regarding sub-optimal processing from two (2) protocols which completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.